Event description:
"In speaking with hospital staff involved, this was a very complicated case. In both instances, extreme pressure was applied on the trocars with respect to articulation and manipulation of instruments placed through them. These ports malfunctioned during instrument articulation, not upon initial insertion into the patient. Moreover, a laparoscopic scope was also damaged as a result of the complexity of the case, not related to the trocar malfunction. Retrieval of portions of the broken trocar required which prolonged the surgical time. Total time of case 6 hours. No medical intervention required for the patient."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.